Manufacturer narrative:
(B)(4). (B)(4). Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, minor scratched display window, cracked belt clip rails and scratched case.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that belt clip ridge was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.